Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 6/3/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose/malpositioned cup, metal debris, and one of two screws was broken and partially left in the patient. No labs were provided for the alleged high metal ions. Part/lot is being updated and the cup, stem, and 2 screws are being added to the complaint. The complaint was updated on:6/29/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert product/lot code combination. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. Medical records were received and reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis confirmed in the medical records and fracture of the bone. Added the hole eliminator to the impacted products as the cup was revised and also unknown hip implant to addressed the allegation of bone fracture.